Event description:
It was reported that postoperatively, the two 45mm and three 60 mm reloads were associated with a patient who required readmittance to the hospital and underwent additional surgery. Stigmata of bleeding were observed in the residual transected stomach, and ecchymosis was noted on the transected omentum. Also, bleeding was associated with the staple line. Suturing was performed as a staple line reinforcement.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot# p5d1118) egia45amt, egia45amt egia 45 artic med thick sulu, (lot# p5f1173) egia45amt, egia45amt egia 45 artic med thick sulu, (lot# p5d1118) egia45amt, egia45amt egia 45 artic med thick sulu, (lot# p5f1173). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.